Event description:
The customer contact reported the device powered off by itself with an inadequate response time following an alarm condition. At 1200, the device was programmed to deliver d5.45ns at a rate of 25ml/hr. No further programming parameters were provided. At 1400, the pt arrived in the cardiac surgical unit and the delivery was starting using ac power. At 1800, the device sounded a continuous "screeching" sound. The nurse immediately went into the pt's room and noted that "the display was dark and the pump appeared to be powered off." The nurse unplugged the device from the ac outlet and the "screeching" sound stopped. The nurse then plugged the device back into the ac outlet and the display remained blank and the device began to "screech" once again. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device was found to "function properly" while on ac power. Though requested, no additional information was provided.